Manufacturer narrative:
Customer stated that the hair was within the packaging, outside of the syringe. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
Customer stated that the hair was within the packaging, outside of the syringe.